Event description:
It was reported that the wings of the sample broke when the needle was taken by the anesthetist, who kept the needle in his/her hands before pricking the patient. There was no patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. Visual and functional testing were performed. Under visual inspection, it was noticed that the wings were broken. Wings diameter of area used for connecting with needle was measured on a shadowgraph and the result was found to be within drawing specification. The needle was also functionally tested and it was confirmed that no damage of the spare wings occurred when connected with the returned needle. The root cause of the reported problem could not be determined. No trend of similar customer complaints has been identified. No lot number was provided; therefore, a device history record (DHR) review could not be completed. G5 is unknown this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: corrected information provided in d2.